Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During biomed testing, the device displayed a "defib fault 72", "defib fault 78" and "pacer fault 116" message. No pt involvement in the reported malfunction.